Manufacturer narrative:
(B)(4).evaluation summary the analysis results showed that one ecr45g reload was received unfired, with the pan detached on the right proximal side. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each cartridge is visually inspected during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Photographic analysis: two pictures were provided. First picture shows a bottom view of a green cartridge, the pan appears to be bent. Second picture shows a side view of a green cartridge, the pan can be appreciated dislodge. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The analysis results showed that one ecr45g reload was received unfired, with the pan detached on the right proximal side. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic radical resection of rectal cancer procedure, the reload could not be installed into the ec45a. Checked the reload, found the metal piece was distorted as the pictures show. Another like device was used to complete the procedure. There were no adverse consequences for the patient.